Event description:
A home patient (hp) contacted global technical services regarding a low drain volume alarm on the homechoice unit during initial drain. During troubleshooting with the technical service representative (tsr), the hp stated there was a big bubble of air in the patient line. The tsr advised the hp to cycle power and assisted the hp to end therapy. The tsr instructed the hp to end therapy and start over with new supplies. The patient was involved but there was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) occurred during initial drain was not confirmed due to a lack of sample. No root-cause has been determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.